Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional devices: (B)(4) - battery / catalog number 1650de / expiration date: 28-feb-2017, not returned to manufacturer (B)(4). (B)(4) - battery / catalog number 1650de / expiration date: 31-jul-2017, not returned to manufacturer, (B)(4). (B)(4) - battery / catalog number 1650de / expiration date: 31-jul-2017, not returned to manufacturer, (B)(4). (B)(4) - battery / catalog number 1650de / expiration date: 31-dec-2017, not returned to manufacturer, (B)(4). (B)(4) - battery / catalog number 1650de / expiration date: 31-jul-2017, not returned to manufacturer, (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the batteries and controller were exhibiting power switching. No critical alarms were noted. The controller and associated batteries were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
One controller ((B)(4)) and five batteries ((B)(4)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller and batteries revealed that the devices passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the batteries' connection to a controller during the analysis of the units. Results revealed that the electrical connections between the batteries and controller were stable. Log file analysis revealed that the controller contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4). The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. Heartware is investigating momentary disconnections. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Battery - (B)(4)/ 1650de / manufacturing date: 07/06/2016 / expiration date: 07/31/2017. Battery - (B)(4)/ 1650de / manufacturing date: 12/01/2016 / expiration date: 12/31/2017. Battery - (B)(4)/ 1650de / manufacturing date: 07/26/2016 / expiration date: 07/31/2017 . Battery - (B)(4)/ 1650de / manufacturing date: 07/18/2016 / expiration date: 07/31/2017. Battery - (B)(4)/ 1650de / manufacturing date: 02/03/2016 / expiration date: 02/28/2017.